Event description:
Pt originally underwent bilateral total knee arthroplasty in 1991 admitted with fracture of the femoral component of their right knee prosthesis. This pt has a history of falling frequently, but does not remember falling the day prior to their admission. The pt complaint of a sudden onset of weight bearing pain, pt also had swelling and crepitus of the joint. X-rays revealed a fracture of the femoral component of the knee. In 2000 the pt underwent removal of the right knee arthroplasty components and revision of the right total knee arthroplasty. Findings at the time of surgery revealed the modular femoral component to be broken completely in two.